Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo and one 19cm d/l hemosplit catheter were returned for evaluation was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. No anomalies were noted from the provided photo. A split was observed to the extension leg distal to the clamp on the red luer cap.the edges of the split on the red luer extension leg were noted to be uneven. A small leak was observed from the split on the extension leg. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a placement of hemosplit long-term hemodialysis catheter. Prior to the placement procedure while on saline priming the catheter was allegedly found leakage at the arterial end of the proximal extension tube. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a placement of hemosplit long-term hemodialysis catheter. Prior to the placement procedure while on saline priming the catheter was allegedly found leakage at the arterial end of the proximal extension tube. The procedure was completed by using another device. There was no patient contact.